Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the preventive maintenance failed for the vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was not confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the preventive maintenance failed for the vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.